Manufacturer narrative:
Multiple attempts were made to follow up; however, the customer did not respond. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after attempts to fill with multiple cartridges. The customer was able to complete the load but after received an inaccurate fill estimate. There was no impact to the customer's blood glucose level.